Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026, the procedure was completed and when the physician was taking the device out of the patient, a hole in the array was noted. There were no parts found inside the patient. No other information is available.

Manufacturer narrative:
Device was returned: visual inspection was conducted and it was noted that the array had a hole on the right side facing the dial. Functional testing was not conducted since the device was damaged and the issue was confirmed through visual inspection. The complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.